Event description:
It was reported this drainage catheter was placed for lung drainage treatment. It was noted a few days post placement, that the hub had detached from the catheter. The catheter was removed and another catheter placed. No pt complications resulted from this event. A portion of this device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the hub of the catheter was not returned. No damage was noted to the catheter portion of the device. A lot search was performed and revealed no other complaints to date on this lot number. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections".